Event description:
It was reported to philips that the device would not start. The device was not in clinical use at the time of the event. No harm was reported. A philips field service engineer (fse) visited the site and determined that the system stopped during a self-test due to a fault on the circuit board in the computer. After replacing the computer, the device was returned to expected functionality.